Manufacturer narrative:
The device has not been returned for repair, therefore the customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(4) performed from 09 nov 2017 to 11 nov 2020 and confirmed that this device wasn¿t previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
It was reported that the device would not calibrate. No patient involvement.